Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2016, medical records provided, that the patient fell directly onto left hip while walking her dog on (B)(6) 2016 at pomerado and they had patient's x-ray found hip was dislocated, the patient was reduced and having pain as expected but was able to bear weight with a cane, some swelling, and inflammation. On (B)(6) 2016, progress reported that the patient had another dislocation, she has multiple dislocations, and at this point would benefit from a revision. The plan revision was for the left total hip arthroplasty to a dual mobility cup or head. On (B)(6) 2016, an MRI pelvis bone with an MRI impression pf revealed left total hip replacement with synovitis and decompressing fluid collection that extends into the trochanteric bursa as well as proximally along the plane between the gluteus minimus and medius. At the level of the trochanteric bursa, the low signal intensity nodularity is reminiscent of adverse reactions to metal debris. This may represent pseudotumor. Findings suggestive of particle disease on the right with a small focal area of osteolysis and decompressing mass-like synovial hypertrophy at the level of the greater trochanter. Doi: (B)(6) 2008 (cup, eliminator, stem), doi: (B)(6) 2009 (head, liner), dor: none reported (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: on (B)(6)2009, the patient had a left hip revision with removal and exchange of femoral head and acetabular liner, as well as incision and debridement of deep tissues to address failed left total hip arthroplasty. Medical records from (B)(6)2016 noted that during the (B)(6)2009 revision intraoperative samples were obtained and showed fibrinous exudate with giant cell reaction, resulting from type IV hypersensitivity/metallosis. (B)(4). (B)(6)2016 diagnostic imaging reported dislocated left hip. (B)(6)2016 diagnostic imaging reported dislocated left hip. On (B)(6)2016, the patient had a revision, left total hip arthroplasty, to address recurrent dislocation along with global instability. The medical records note the patient requires a revision of globally unstable left total hip arthroplasty. Replacement of acetabular cup/head for biomet cup and dual mobility head for a left total hip arthroplasty performed on (B)(6)2016. Prior to surgery the patient multiple dislocation.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(4) has been re-opened due to medical records received under (B)(4).. Mrr findings by clinician stated in the aei note a-10041869 " on (B)(6) 2009, the patient undergoes a revision of the left hip (already captured on (B)(4)). During the revision, a poly liner and ceramic head were placed. Part/lot of this head and liner are captured on page 1829 of the attached records. Post-operatively, the patient dislocated the left hip one month after the revision. A second left hip dislocation occurred 2 months after this and there is report of a third left hip dislocation with no specific time frame. All dislocations were treated via closed reduction in the emergency room. Left trochanteric bursitis was also identified. On (B)(6) 2016, a revision was performed in order to treat the global instability and pain of the left hip. During the revision, the cup, liner, and head were removed and replaced with a competitor dual mobility system. A depuy head was placed, part 136513000, lot 184787 and the stem was left in situ. Intra-operatively, it was noted that there was no posterior capsular tissue remaining and upper rotators were gone. A new pc will be created to capture the above dislocations with closed reduction in the ER and ultimate revision as they are all related to one event. On (B)(6) 2016, x-ray findings were suggestive of particle disease on the right hip with a small focal area of osteolysis and decompressive, mass like synovial hypertrophy at the level of the greater trochanter. On (B)(6) 2018, x-ray findings show unchanged thickening of the right gluteal tendons with mild right gluteal atrophy. There is no report of intervention regarding the above x-ray findings outside of continued monitoring.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges pulmonary embolism, fracture (bone), dislocation with closed reduction, infection and elevated metal ions after first revision.